Event description:
The pump was received in the customer's biomedical engineering dept with an unsigned note that read: "knob messed up". It was reported that the pump had physical damage to the fornt case with the rotary knob pushed through the front case. The biomedical engineer reported that the pump could be programmed; however, if the rotary knob was bumped, it could easily turn to a different setting. If the pump went from the run setting to any other setting, it would sound an audible alarm and display the message "turn to run" after an unspecified amount of time. The one exception would be if the rotary knob moved to the off position. If the pump was bumped to the off position, the pump would power off without sounding an audible alarm or displaying a message. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, there was no further info available.